Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level into the 300's (mg/dl). The customer suspected the cause of the elevated bg was due to a medication they were taking (prednisone) to treat a separate illness. The customer did not disclose the type of illness, but stated it was unrelated to diabetes. The customer delivered a corrective bolus via the pump. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.